Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with right ventricular lead noise. The noise was recorded as a high ventricular rate episode. No intervention was performed. Patient was stable.